Event description:
On 10/14/91 an ipp pump and reservoir were implanted during a first stage implant. On 1/7/97 the pump and reservior were removed from the pt because they have not been used and are not needed.